Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-25293. Related manufacturer reference number: 2017865-2021-25295. It was reported that a patient presented in-clinic. Upon draining and taking a culture of the device pocket, an infection was identified. The patient's implantable cardioverter defibrillator, right atrial, and right ventricular lead were all explanted on (B)(6) 2021. A temporary right ventricular pacing lead was implanted on (B)(6) 2021 and no vegetation was noted on the explanted leads. The patient was stable throughout.